Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield skull clamp 40a 1059 was being used in a posterior cervical fusion when the headrest seemed to slip down slightly when the incision was made. The slippage was very slight and there was no pt injury involved. No stereotaxy device was being used. Omi surgical #a1079 adult skull pins were being used during this procedure.